Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after using four different sutures in an ankle open reduction internal fixation, there were wound dehiscence with retained hardware of the distal femur, right ankle. An additional operation was performed to correct the issue.